Manufacturer narrative:
Six smiths medical tracheostomy/silicone - bivona tubes neo/ped flextends were returned for analysis in a used condition. Visual inspection was performed and indicated that an unknown substance was found on the shaft from sample 3, neckstrap from sample 5 was discolored and two splits were observed on the cuff from sample 5. Samples were filled with 5cc of air in order to see if there was any functional problem. When inflating the sample 1,2,3,4 and 6 with air, it was seen that cuff was not uniform. The samples were tested on leak test, no leakage was observed, and it was seen well inflated. Then the units were submerged under water, it wasn?t observed any leakage. It was followed to massage the product, the balloon was squeezed, and the airway line was moved back and forth, no leaks were found on samples 1,2,3,4 or 6. When the sample 5 was tested, a leak was found on the cuff. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during pre-test of a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend, it was noted that the balloons do not fully inflate despite filling with air or water. The cuff was manipulated as well with no resolution. It would only half inflate or not inflate at all. No patient was involved in this event. No adverse effects were reported.